Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. System check with tandem technical support was unable to be completed at time of call; however, multiple attempts were made by technical support to follow up with the customer to complete troubleshooting, but no response was received. Customer's blood glucose was 178 mg/dl at time of event. No additional information was provided.